Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed fault #58 and fault #124 . The clinical staff noticed the incident and then replaced another device .there was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and error code 58 and 124 was confirmed based on the log file. Fse stated to replace the safety disk if it has been confirmed that there is no possibility of a bad connection at the j19. (Transducers connection at the drive pneumatics). If the unit pass on all the functional tests, and calibrations we assume that the problem has been solved. The fse met with the customer and the customer mentioned that the device successfully passed all the functional tests. The customer informed the fse that they will replace the safety disk at their earliest convenience.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.